Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 53 mg/dl and high blood glucose levels of 373 mg/dl. The customer had administered a bolus for high blood glucose levels and had gone down to the 53 mg/dl low blood glucose they reported. The customer treated the high blood glucose with their insulin pump and did not indicate a treatment for the low blood glucose event. Customer¿s blood glucose level was 186 mg/dl at the time of the call. The customer was assisted with troubleshooting and pump settings. Customer stated that the drive support cap was normal. The customer was not connected to the insulin pump while priming the device. There was no indication that the insulin pump over delivered insulin. The product was not returned for analysis.